Event description:
According to the event description: 5fu leaked from the pump. This happened twice. One pump was destroyed by the ambulance because the patient came to the hospital due to the leakage. Skin irritations occurred. The second pump is attached as a sample.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in theunited states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 24l23ged81, there was no defect encountered during in process and final control inspection. Sample evaluation: received one sample of easypump ii lt 100-50-s-EU/sa without original packaging. The batch number on the big bottom cap of the sample was 24l23ged81. Upon received, some clear solution was observed to be remained in the sample and the sample was clamped. A medication label attached on the outer shell of the sample indicates that the sample was filled with fluorouracil. The filter of the sample was wrapped by cloth. Its filling port was closed with discofix cap, whereas its patient connector was closed with a red combi stopper. By visually checking the sample, crack was found at the filling port and some white precipitation was observed around the filling port of the sample. Investigation results: according to the customer description, there was a 5fu leakage from pump during therapy. Upon visual inspection, crack was observed at the filling port, and crystallization of 5fu was noted around the filling port as well. The complaint sample was filled with red dye solution to check for leakage. The complaint sample was unclamped and solution was not able to flow out as the filter connection and microbore tube were blocked due to 5fu crystallization. No leakage was further observed from the filling port. Complaint sample was further decontaminated, and the blocked filter and microbore tube was discarded. Complaint sample was refilled and drained again. No further blockage or leakage was observed from the pump. The solution was observed to be free from 5fu drug crystallization. However, after reviewing the historical data and the information provided, leakage was potentially due to intermittent valve leakage, which is a consequence of improper position of the silicone valve. Valve leakage is a known defect and corrective action has been initiated to address the issue. Conclusion: no leakage was observed from the complaint sample. Hence, this complaint is not confirmed.